Event description:
It was reported that 2 relion® insulin syringes experienced hub separation from the device. The following information was provided by the initial reporter: spoke with consumer to confirm pharmacy address. Consumer reported, needle hub separated when removing shield. Stated, shield was not hard to remove. 2 syringes affected. Lot: 0013346. Catalog: 328506. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2020-11-18. Investigation summary: customer returned (2) 1cc, 8mm, 31g relion syringes in an open poly bag from lot#: 0013346. Customer states that the needle hub separated when removing shield. Both returned syringes were examined and both exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive, and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the epoxy made this observation more apparent. A review of the device history record was completed for batch# 0013346. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause is bending / re-straightening mode of failure done by the customer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 relion® insulin syringes experienced hub separation from the device. The following information was provided by the initial reporter: spoke with consumer to confirm pharmacy address. Consumer reported, needle hub separated when removing shield. Stated, shield was not hard to remove 2 syringes affected. Lot: 0013346, catalog: 328506, date of event: unknown.